Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the patient presented for av fistula pseudoaneurysm repair. The first gore® viabahn® endoprosthesis was placed without incident. The second gore® viabahn® endoprosthesis (oversized) was positioned and deployment started. As the deployment line was being pulled the device appeared to move so a gap was created between the two devices. To bridge the gap the doctor selected a third gore® viabahn® endoprosthesis. The third gore® viabahn® endoprosthesis was advanced into place and the deployment line pulled. The doctor placed his finger on the device as the resident slowly pulled the deployment line. After opening approximately 50%, the deployment line tension started to increase. After approximately 95% deployment, the deployment line stopped and appeared to be still attached to the device. The doctor removed the catheter and threaded the deployment line into another catheter, then pulled the deployment line while advancing the catheter, thus the device eventually partially opened. The doctor ballooned the partially opened device with no success so completed the procedure by placing a bare metal stent to hold the gore® viabahn® endoprosthesis open. The patient is fine.

Manufacturer narrative:
Additional information: the device was not returned. Consequently, a direct product analysis was not possible. The following information was evaluated: DHR lot review for final devices and constraining sleeves using the master process sheets for rejects related to the aforementioned reported event; machine files for the loaders and constraining sleeve braiders near the time of manufacturing of the devices and constraining sleeves were evaluated for non-routine maintenance that could potentially contribute to deployment related issues. Based off of the evaluation performed, no manufacturing cause could be identified.